Event description:
It was reported that the patient's rf telemetry was not working. The merlin transmitter was not connecting and the patient was called in clinic for interrogation through wand. Review of session records noted rf internal error. Firmware download was performed and rf telemetry was successfully restored. The patient did not experience any adverse effects.